Event description:
It was reported that malfunction code 12 occurred, but no notable events were identified prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller by providing pump reset information and guidance on how to restart the continuous glucose monitor and insulin after resetting the pump. There was no report of the customer having reset the pump within the last 24 hours, and the assistance included instructions to contact technical support for further help if needed.